Manufacturer narrative:
The device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings and precautions, and the correct deployment procedure. Action was taken in an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leaking, of this failure mode in another country training took place throughout the month at every eligible site and concluded in 2008. No product or films were received to assist in this investigation. The potential exists with this design; however, through implemented training, the risk has been reduced and deemed acceptable at this time with no further action required neither for product in house nor in the field. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A male underwent endovascular therapy in 2009. The patient was considered to have a suitable anatomical form. The top stent was fully deployed before cannulation of the contralateral lib. After deployment of the main body, blood squirted out heavily from the hemostatic valve of the main body (1820334-2009-00108), contralateral iliac, and the ipsilateral (1820334-2009-00110) iliac delivery systems each time the grey positioner was removed. Total hemorrhage volume was 700 ml. The patient had to received 4 units (approximately 800 ml) of blood. The patient outcome is unknown at this time.